Event description:
Caller reported that pump became hot to touch, and temperature alarms were recorded. Customer's blood glucose level reached 600s mg/dl during the issue. Customer managed high blood glucose with a correction injection and did not need third-party assistance. Pump was not exposed to high temperatures. Tandem technical support arranged for a replacement pump with updated software to be sent, and caller was informed to return problematic pump to tandem. Training on the new pump was made available, and necessary instructions for storage and return were provided and acknowledged by the caller.